Event description:
A baxter employed nurse from (B)(6) reported an incident of peritonitis. On an unreported date in 2010, a break in aseptic technique occurred, described as "patient made mistake". On (B)(6) 2010, the patient was hospitalized (reported indication was peritonitis) and diagnosed with peritonitis on (B)(6) 2010 (manifestations not reported). On (B)(6) 2010, the patient was treated with a loading dose of ip aztreonam (250 mg). The patient was also treated with ip gentamycin, 40 mg, once daily, ((B)(6) 2010 to present). The outcome for the events of break in aseptic technique and peritonitis was unknown. The patient remained hospitalized. Dianeal therapy continued. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of break in aseptic technique. The nurse reported that the root cause of the peritonitis was "patient made mistake/break in aseptic technique".

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.